Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and was unable to verify the reported issue. After observing proper operation through functional and performance testing, the device was returned to the customer for use.  The customer had discarded the third party electrodes therefore physio-control was unable to perform further analysis. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect a patient when using third party therapy electrodes. As a result, the device would not be able to analyze the patient's ECG waveform and determine if defibrillation was required. The customer applied the third party electrodes to the patient's chest and the device showed a "connect electrodes" message. The customer advised that the third party electrodes showed an expiration date of 06/2016 and could not confirm if any skin prep was performed prior to application to the patient. A back-up device was available. No further details about the patient or the event were provided. The patient outcome is unknown. The customer discarded the third party electrodes following the event.